Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that based on the newly submitted medical records, the likely cause of the ¿gross polyethylene wear¿ and the resultant wear disease is due to the edge loading on the liner from the vertically placed cup. It cannot be concluded how much cup position changed over the 9 prior years but placement at this angle could be a result of the patients ¿irregular acetabulum¿ it is unknown if this patient¿s waldenstrom macroglobulinemia and its unreported treatments contributed to the deterioration of her acetabulum. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.